Event description:
During baxter's functional testing of a spectrum pump, it had no audio output. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The evaluation found corrosion on the back flex tail, causing a no audio condition. The rear case was replaced.